Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the surgery was prolonged 45 minutes.

Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the product could not confirm the stated failure without obtaining the actual device/ product. A review of the manufacturing records for the batch did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for listed part/failure mode, with no prior complaints for the listed lot. A clinical evaluation indicated reporting that the locking screws would not engage the tabs on the plate. It was further reported that the surgery was delayed by approximately 45 minutes as a result of the reported device issue. There is no indication or anticipated patient injury as a result for this product incident. Three attempts have been made to obtain additional clinical documentation, but have not been received. Based on this information, no further clinical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.